Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and delayed reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the lips and juvéderm volift with lidocaine in the nasogenian groove. Two months after the injection, the patient developed a late reaction that consisted of edema in lips and nasogenian groove at the injection sites. Patient was treated with predsim and symptoms resolved 7 days later. Patient then had the swelling return to the lip and sulcus. Patient was then treated with allegra 180 and predsim. After predsim treatment finished, the lip and groove swelled again. The healthcare professional contacted allergan and it was explained to the healthcare professional that material migration was impossible, since the "supposed volume of migration" regressed with anti-inflammatory drugs. Volume is in fact related to edema and not accumulation of material, otherwise the volume would not subside after the administration of the medication. The healthcare professional had a problem with rejection of the material with delayed edema where there was no technical error but rather a rejection to the product. Patient had been treated with hyaluronidase and still has swelling. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2019-00215 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volift with lidocaine, also a device manufactured by allergan.